Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm a failed transmitter error. The probable cause could not be determined post investigation as the allegation was not found.